Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 496 mg/dl. The customer had symptoms such as and treated with pump. Customer's blood glucose value was unknown at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Customer declined to troubleshoot for high readings. Customer reports there was stress or pull on the tubing. Details of the stress/pull on tubing described by customer: unsure how since sleeping discussed the option of using another set with shorter tubing length. Customer reports the pump wasn't dropped with the set connected to their body. Advised to change the inf. Advised to return the set for analysis. Customer's outcome pertaining to the complaint: assisted customer with tubing detachment. The product was not returned for analysis.